Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage bin had failed and was unable to open. A field service engineer had guided the customer to reboot the fridge by turning off the battery to reset it to resolve. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator was failed. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.